Event description:
Per the clinic, the patient experienced pain and discomfort due to the placement of the receiver stimulator resulting in the decision to explant the device. The device was explanted on (B)(6) 2025 under general anaesthesia. The patient was re-implanted with another cochlear device during the same surgery.